Event description:
It was reported that during the procedure, a 3.5x15 nc trek rx balloon dilatation catheter was advanced via radial access to a moderately calcified, de novo lesion in the mildly tortuous mid left anterior descending coronary artery without resistance. When slowly inflating the nc trek rx balloon to pre-dilate the lesion, a bubble was angiographically noted in the balloon. It was decided to not continue with inflation as the physician suspected a leak in the device due to the noted bubble; the location of the leak was unable to be confirmed by the site. The balloon was deflated and withdrawn from the anatomy without resistance. A 3.5x15 non-abbott balloon dilatation catheter was used to complete pre-dilatation. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and the reported leak was confirmed due to a tear in the shaft. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency; therefore, no corrective action is required.